Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 403 mg/dl at time of incident and current blood glucose was 220 mg/dl. Customer. The customer decline to troubleshooting for hyperglycemia. Customer received multiple blood glucose required, calibrate now and then change sensor alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with test guardian three link and a test plug. Device communicated properly with the sensor. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test value properly and displayed correctly on the display graph. Device was then programmed for auto mode. The display showed the calibrate your sensor alarm, value properly after completion of the auto mode warm up. Device sensor feature and auto mode connection are working properly. No sensor related errors or anomalies were noted. Device also received with broken belt clip rails.